Event description:
Reporter noticed capsule tear occurred while positioning the capsule with I/a (356-1007) tip. No vitreous prolapse; pt's prognosis reported as good. Felt there was a projection around the port of the tip.